Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving two false positive results on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 27097d, reader sn (B)(4). Prior to receiving the false positive results, customer tested negative using the cue covid-19 test on (B)(6) 2022. Repeat cue covid-19 tests performed on (B)(6) 2023 and (B)(6) 2023, provided negative results. On (B)(6) 2022, customer tested negative with two unspecified at-home rapid tests. On (B)(6) 2023, customer tested negative with two additional unspecified at-home rapid tests. Customer states he began isolating from family on (B)(6) 2022 after obtaining the false positive result. Customer was experiencing minor symptoms on (B)(6) 2022 and symptoms cleared by (B)(6) 2022. Customer states no one he had close contact with in the week leading up to (B)(6) 2022 tested positive using rapid tests or the cue. Customer states he was scheduled to have multiple lab/pcr tests performed on (B)(6) 2023, however, the results were not provided.